Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the cause for the event is consistent with a known software issue relating to version 1.7.0.

Event description:
During the procedure, the contact force readings dropped out and the error message "contact force data not synchronized" flashed. The tactisys was power cycled, all connections were checked, and the catheter was exchanged, but the issue did not resolve. The tactisys lost power entirely at times, but the procedure continued without the use of contact force. There were no adverse consequences to the patient. Troubleshooting determined that the tactisys had not had the firmware upgrade to 1.7.1. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.